Manufacturer narrative:
According to the facility, the "catheter balloons keep breaking" causing a new catheter to be placed. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility, the "catheter balloons keep breaking" causing a new catheter to be placed.